Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 465-554 mg/dl and a bolus was delivered to address the bg level. The customer did not know the cause of the high bg. The customer had discussed the event with a clinical diabetes specialist and required no further assistance.